Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severely calcified, tortuous left anterior descending (lad) artery. The lesion was not predilated. A 2.50 x 24 mm taxus express2 drug eluting stent was placed in the mid lad and a 3.00 x 24mm taxus express2 drug eluting stent was placed in the proximal lad. The physician attempted to implant a 2.75 x 12 mm taxus express2 drug eluting stent. However, the stent caught on the edge of the previously placed proximal stent. When the physician tried to withdraw the stent, it dislodged. The stent was snared from the pt and the procedure was not completed due to this event. No pt complications were reported. Pt status reported as "good".